Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure in which two stents were placed in the iliac. The vessel locator button would not stay depressed. The physician removed the device and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.